Event description:
It was reported that there was error in line. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not duplicated. The complaint is not confirmed. However, the investigation found that the downstream occlusion (dso) seal was degraded. This was replaced. The root cause could not be determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.